Manufacturer narrative:
(B)(4). Device evaluated by MFR:  it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported tip detachment occurred during the procedure. The tip was left within the patient's vessel. The 100% stenosed target lesion was located in the superficial femoral artery (sfa). A 300cm, 12cm poly tip v-18¿ control wire¿ was inserted into the leg with a retrograde approach for a lower extremity revascularization procedure. The wire was passed through the lesion and a snare was used, from above the lesion, to grab onto the wire. However, when they were snaring the wire, the tip of the wire broke off and lodged into a collateral vessel in the mid sfa. The tip was left in that collateral vessel in the mid sfa. The physician decided to discontinue the procedure and no attempts were made to retrieve the wire tip as the sfa was 100% occluded. No patient complications were reported and the patient's status was okay.